Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning patient with implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that MRI compatibility guidelines were requested. The ins has not worked for 2 years. Overdischarge was suspected. It was reported the patient was having an MRI to assess chronic low back. It was unknown whether it was related to the patient¿s device or therapy. The caller was redirected to patient¿s healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said that she has weakness in her legs and has been falling frequently for about a year now and as a result the ins is sticking out for about a year now. The patient's healthcare provider (hcp) would like to have an MRI to check the status of the patient's back and implanted components. The patient said that because she hasn't used the device in years, she is unable to place the ins into MRI mode. No further information was reported.